Event description:
Iabp turned it self on and off repeatedly while transporting patient. Battery 11.3 volts, should be >=11.5 volts per mfg specs. Biomed replaced with new batteries, tested, and returned to service.